Event description:
It is alleged that a staff member broke a finger while operating a side rail of a seven year old tri-flex ii bed. Medical treatment is a finger cover/splint, ice and elevation. No reported intervention to prevent permanent impairment or damage.

Manufacturer narrative:
We have just received the side rail back. No obvious defect. Gap less than a quarter of an inch. No clear information as to how incident happened. Cannot reproduce event. Unique, one time isolated incident. No serious injury, no required intervention to prevent permanent impairment or damage.